Event description:
Patient had a history of pain subsequently ended up having a surgery in 2012 due to enlarged disc herniation. The pain seemed to have recurred. New MRI has showed a recurrent disc herniation at l4-5 and l5-s1 especially on the left side with again disc extrusion at l4--5 causing significant stenosis on left lateral recess. Dr. (B)(6) implanted apollon pedicle screw system on (B)(6) 2014 at (B)(6). It was lv2 but 4 screws were implanted. The patient came back to hospital for back pain and dr. (B)(6) found out one broken screw when he x-rayed patient.